Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during use of the bo-top (B)(4) custom pack that the bladder component leaked during use. The component was changed. There was no reported injury to the patient.